Event description:
It was reported that this right atrial lead exhibited high out of range pace impedance measurements based on impedance trending data. A lead conductor fracture was suspected. As such, the lead was extracted and replaced with another boston scientific lead of another model type. The extracted lead is not intended to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Additional field follow-up confirmed that at the end of (B)(6) 2018, there was an abrupt change in right atrial lead impedance from normal to high out of range. A pre-revision x-ray, could not exactly show the place of fracture; however, something suspicious was seen in the clavicular region at the location of the suture sleeve. During the extraction, the physician indicated there was a sharp 90-degree bend on the lead, just before the suture sleeve, which is suggestive that the lead was under bend stress in the pocket. No images were available to support this probability. The lead was not returned as it was severely damaged during the extraction procedure. In absence of a returned product, this report concludes case investigation.

Manufacturer narrative:
In absence of a returned product, this report concludes case investigation. Should additional information be received an amended report will be submitted.

Event description:
It was reported that this right atrial lead exhibited high out of range pace impedance measurements based on impedance trending data. A lead conductor fracture was suspected. As such, the lead was extracted and replaced with another boston scientific lead of another model type. The extracted lead is not intended to be returned for analysis. No resulting adverse patient effects were reported.